Event description:
It was reported that the pump shut off unexpectedly. There was an adverse impact on the customer's blood glucose level, but the exact values were unknown as the display showed "high." The customer addressed the high blood glucose by using a correction injection. The customer continued to use the pump for insulin therapy.